Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was to have a system revision due to infection, however it was later reported that the planned explant did not occur. The patient was hospitalized and treated with intravenous antibiotics. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. There were no additional adverse effects reported.